Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery has reached end of life and patients pain began to worsened. It was also noted that the patient experienced inadequate pain relief. The patient underwent an ipg replacement procedure. The explanted ipg was not released by the facility.